Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.¿

Event description:
It was reported that while using facslyric 3l12c instrument usivd has a carryover issue. There was no report of user impact. The following information was provided by the initial reporter: "customer states they are having a carry over issue. Are you using this product for clinical diagnostic test? Yes were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No".

Event description:
It was reported that while using facslyric 3l12c instrument usivd has a carryover issue. There was no report of user impact. The following information was provided by the initial reporter: "customer states they are having a carry over issue. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No."

Manufacturer narrative:
The following fields were updated with additional information: d.9. Device available for eval? Yes. D.9 returned to manufacturer on: 02-may-2022. H.2 device return to manuf .?: yes. H.2 device eval by manufacturer?: yes. Investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518, serial # (B)(6). Problem statement: customer reported a complaint regarding the instrument producing high carry over. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 26apr2021 to date 26apr2022. Complaint trend: there are 4 complaints related to the issue of high carry over; pr# (B)(4). Date range from 26apr2021 to date 26apr2022. Manufacturing device history record (DHR) review: DHR part #663518, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of carryover was due to a pinched v8 valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. The customer had initially reported that they were observing carryover between sample tests, and an fse (field service engineer) was sent onsite to observe the issue. Upon arrival, the fse ran the sit flush operation and confirmed that there was a leakage of fluid from the sit. The fse then opened the side panel to take a look at the v8 valve tubing and found it to be pinched shut. After removing this blockage, additional sit flushes were run and the instrument was tested and confirmed to be functioning as expected. No parts were requested for evaluation as there was no parts replaced. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2020. Defective part number: n/a. Work order notes: subject / reported: carry over issue. Problem description: customer reports carry over issue. Work performed: ran "sit flush" - noted sit tube dripping sheath fluid - not being aspirated to waste. See "MDR safety checklist - leak". Removed fluidic side panel and then removed sit flush tubing from pinch valve (v8) - tubing remained "pinched" closed. Replaced sit flush tubing (343664) - trunk stock. Ran "sit flush" - properly aspirated to waste. Ran alignment beads - verified instrument performance. Ran pqc = passed. Ran abort count = 0.13%. Cause: sit flush tubing remained "pinched" closed when pinch valve (v8) would open during a sit flush. Solution: instrument running as designed. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Azure ID: (B)(4). ID: (B)(4). Reg status: ivd; ruo. Hazard: instrument temporarily inoperable. Source: sit fmea. Cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. Harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. Risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol. Req link (azure ID): n/a. Implementation verification: reliability life testing completed via protocol. Protocol name: (B)(4). Effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. (B)(4). Severity: 2. Risk index: 4. Residual risk evaluation: a. New hazards: none. Root cause: based on the investigation results the root cause of the instrument exhibiting carryover between sample tests was due to a pinched v8 valve tubing. Conclusion: based on the investigation results the root cause of the instrument exhibiting carryover between sample tests was due to a pinched v8 valve tubing. The fse ran the sit flush operation and noticed that the instrument was not aspirating the excess sheath fluid. The fse opened the side panel, found the v8 valve tubing to be pinched shut, and removed the blockage. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.